Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer that the PICC was leaking from the insertion site when flushing but after removing the PICC nurse noted a hole at the 3cm mark internal/inside the patient. The total length of the catheter is 33cm. The exit sire marking of the PICC after placement was 0 cm. The PICC was inserted in the brachial vein and secured by statlock. The PICC dressed by a j-loop back straight up and along the patient's' arm. PICC was not used for CT scan and no catheter intervention to address occlusions was conducted. PICC was removed as the patient is no longer on a vesicant and could be treated with a IV insertion for the remaining treatments. Infusates used are: adriamycin / cyclophosphamide x¿s¿ 4 doses each, then 3 doses of weekly paclitaxol.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a split in the catheter was confirmed. The product returned for evaluation was one 4 fr s/l powerpicc solo. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 3 cm and 4 cm depth markings. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that the PICC was leaking from the insertion site when flushing but after removing the PICC nurse noted a hole at the 3cm mark internal/inside the patient. The total length of the catheter is 33cm. The exit sire marking of the PICC after placement was 0 cm. The PICC was inserted in the brachial vein and secured by statlock. The PICC dressed by a j-loop back straight up and along the patient's' arm. PICC was not used for CT scan and no catheter intervention to address occlusions was conducted. PICC was removed as the patient is no longer on a vesicant and could be treated with a IV insertion for the remaining treatments. Infusates used are: adriamycin / cyclophosphamide x¿s¿ 4 doses each, then 3 doses of weekly paclitaxol. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC inserted to brachial vein, exit marking 0cm, total catheter length 33cm, locked with saline and dressed straight along the patient's arm, secured with statlock. PICC used for oncology treatment (adriamycin, cyclophospahmide, paclitaxol). No CT scans completed, no occlusion interventions. Internal leakage found when PICC was leaking at site, removed and saw the fracture at 3cm. PICC was used for 10 weeks. The patient was able to take the PICC home, but they didn't complete maintenance on it. It is unknown if they participated in any physical activities. The leak was detected in the hospital. There are no xrays available for this incident. Catheter site was cleaned with wipe (chlorohexidine 3% and 70% alcohol wipes). Additional information received with survey: patient has been fairly unwell during most of treatment, highly unlikely that she had any strenuous activity. Patient reported having the dressing changed the day before and home care nursing stated that there is a leak at the insertion site. When flushing the PICC, it in fact leaked at site and was removed as the patient is no longer on a vesicant and could be treated with an IV insertion for the rest of her treatments. There are no indicators that the PICC was tampered with by the patient. Or she is a substance abuser.